Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Oversensing of noise can be seen in an inappropriate at detection on (B)(6) 2023. The noise appears intermittent. The atrial sensitivity was adjusted to cover the noise. Lead remains implanted. Should additional information be received, this file will be updated.